Event description:
The patient was hospitalized from (B)(6) 2026, for treatment of chronic respiratory conditions, specifically asthma and bronchiectasis; the hospitalization was unrelated to diabetes management or pod use. During the hospital stay, a pod worn on the arm for between 25 to 36 hours was noted to be leaking insulin. Upon pod removal, the adhesive was found soaked with insulin, while the cannula appeared normal. Blood glucose levels were elevated at 21.4 mmol/l (385 mg/dl) with associated ketones measured at 1.7 (units not provided), occurring around (B)(6) 2026. Medical assistance was provided during hospitalization, including evaluation by the diabetes team, adjustment of settings, and administration of pen corrections by the nurse in accordance with sick day rules when ketones were detected. The leaking pod was replaced successfully, and insulin delivery was resumed. The parent confirmed there was no diagnosis related to the pod malfunction. The patient was discharged on (B)(6) 2026, with follow-up care planned.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.